Event description:
Device report from synthes gmbh reports an event in (B)(6) as follows: during a procedure on (B)(6) 2013, the persuader would not function well. The doctor wanted to pull up the screw and join the screws with the rod, but could not pull up the screw. Once, as if the cap was almost pulled up, and then he closed the cap. However, the screw was inserted obliquely with cross thread. The report states that the doctor found one side of the notch was not lanced with head form, because the notch was worn. The doctor felt it was the nut that caused the cross thread. The doctor was able to pull up to the below part of the head and close the screw. (B)(4).

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Manufacturer narrative:
We have forwarded the complained instrument to the responsible product development engineer for evaluation. We are not able to reproduce the source of the reported problem. The carried out functional test was passed successfully. Visible signs indicate hard mechanical loadings during the long time in use. This device was manufactured 5 years ago.